Event description:
The manufacturer received information alleging that the humidifier is not always working and she has woken up with nose bleeds, mucus plus, dry mouth, headaches, dry throat, congestion and cough requiring medication. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.